Event description:
It was reported that during the implant procedure, the atrial threshold raised abnormally when fixing the lead helix. The lead was attempted and not used. Another lead was used. It was also reported the left ventricular (lv) lead dislodged during slitting. The lead was replaced. No patient complications have been reported as a result of this event.